Event description:
It was reported that after the pt underwent a routine pump and catheter replacement on (B)(6) 2010, the pt went through baclofen withdrawal. The symptoms were sustained clonus, shaking of the lower extremities, fever, urinary retention and irritability. The pt had "catheter arachnoid" spaces or cavities. They were unable to aspirate from the pump valve and had difficulty injecting contrast on (B)(6) 2010. The catheter was trimmed and repositioned to t5 on (B)(6) 2010. On (B)(6) 2011, the pt experienced worsened respiratory distress related to prolonged hospitalization after the pump replacement was done in (B)(6). The pt had "atelectasis" that was treated with various methods to clear mucus and secretions from the airways. The medication being delivered via the device was lioresal. The pt recovered w/o sequela.

Manufacturer narrative:
(B)(4).